Manufacturer narrative:
Correction: the correct model (#) is, ci24r (cs); not ci24m as previously reported. This report is filed august 29, 2016.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is filed march 11, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device.